Manufacturer narrative:
One device was received. Per device analysis, the tear in the eyelet was confirmed. The investigation did not identify a manufacturing defect but determined that the eyelet was nicked by a sharp object. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that the eyelet where you slide the trach tie and fasten it ripped. The event occurred while in use with a patient. There was no medical intervention required. The outcome of the event was resolved.